Event description:
It was reported that the adapter cable for the programming system had become shredded and worn. The cable was still working, however it was being held together with tape. The adapter cable was returned and product analysis has been complete. No mishandling was suspected as the site is known to be responsible with their products. During visual analysis of the cable, it was identified that the serial cable was pulled out of the axim connector plug assembly strain relief. A cause for the cable damage could not be identified during the analysis, but is most likely associated with mishandling of the serial cable. Also during the analysis 3 broken wire connections on the axim connector plug pcb were identified. Once the wires were soldered back into the dell axim connector lug pcb, the serial cable was able to establish communication between the hhd and wand. The most likely cause for the wire breaks can be associated with mishandling of the serial cable. No further info were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.